Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned.

Event description:
Patient presented with a painful hip after 7 years of uneventful post-operative function. Radiographs showed what appeared to be a fractured trunnion on an accolade tmzf stem. The patient initially refused revision surgery and continued to ambulated on the hip. The patient finally agreed to revision hip surgery and that was performed on (B)(6) 2013. Intraoperatively there was significant metallosis noted. The broken piece of the proximal trunnion appeared to have been worn down. The liner was removed because of a worn area. The stem was subsequently removed after an eto was performed.